Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial right tkr on (B)(6) 2017. And was implanted with optetrak devices in her right knee, including optetrak logic tibial inserts made of polyethylene. The (B)(6) 2017 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. On or around april of 2022, plaintiff received a letter from hss informing her that her optetrak device had been recalled by exactech. On or around (B)(6) 2022, after an MRI was performed on her right knee, plaintiff was advised that her knee replacement failed for reasons related to the defective device. Upon information and belief, as a result of the optetrak device failure, plaintiff underwent revision surgery on her right knee on (B)(6) 2022, approximately 5 years post initial procedure, for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Plaintiff experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. No device return anticipated due to this being a legal case. No further information.

Event description:
It was reported via legal notification february 2023, that a patient underwent initial right tkr on (B)(6) 2017 and was implanted with exactech devices in the right knee. The arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the exactech devices. On or around on (B)(6) 2022, patient received a letter informing of devices recalled by exactech. After an MRI was performed on right knee, patient was advised that the knee replacement failed for reasons related to the defective device. As a result, the patient underwent revision surgery on right knee on (B)(6) 2022, approximately 5 years post initial procedure, for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Patient experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. Further reported on (B)(6) 2024, the patient presents with a painful and unstable right knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient has failed conservative management including activity modification, anti-inflammatory medications, and injections. All options were discussed in detail with the patient and they decided to proceed with revision right total knee replacement. The surgeon reports "the patella was subluxated laterally. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis...[the patella was noted to be well fixed, but there was some wear on the patella.]" No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
"D10: 02-010-01-0320 - logic femoral ps cem right sz 2. 200-02-29 - three peg patella 29mm. 02-010-01-0220 - logic femoral ps cem left sz 2. 02-010-01-0220 - logic femoral ps cem left sz 2. 02-010-01-0320 - logic femoral ps cem right sz 2. 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm. 02-012-41-2010 - logic tibia traptray cem sz 2f/1t. 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. 02-012-41-2030 - logic tibia traptray cem sz 2f/3t. 02-012-41-3525 - logic tibia traptray cem sz 3.5f/2.5t. 02-012-44-2011 - logic tibia implant psc insert, sz 2, 11mm. 02-012-44-2013 - logic tibia implant psc insert, sz 2, 13mm. 02-012-44-2015 - logic tibia implant psc insert, sz 2, 15mm. 142-28-00 - cocr fem head 28mm +0 offset 12/14. 160-31-13 - pf spline plasma w/ha ext offset sz 13. 160-71-17 - nv cemented plus ext size 17. 170-28-93 - biolox delta femoral head 28mm od, -3.5mm. 200-02-32 - three peg patella 32mm. 200-02-32 - three peg patella 32mm. 200-02-32 - three peg patella 32mm. 200-02-38 - three peg patella 38mm. Pc-17 - stem centralizer 17mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00101. 1038671-2025-00102. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. The product associated with the reported event is within the scope of recall z-0021-2022 however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."